Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the pacemaker itself as well as the inspection of the quality documents associated with the manufacture of the lead and the pacemaker. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed. The memory content as well as the therapeutic functionality of the pacemaker were thoroughly analyzed. During the inspection of the memory content the clinical observation could be confirmed. The follow-up data of june 25, 2021 showed a documented lead impedance of greater than 2500 ohms. Furthermore, a ventricular lead failure was documented on april 19, 2021 and july 09, 2021. Therefore, the impedance measurement functions of the device were extensively tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi and unipolar configuration were proven to be normal and as expected. Furthermore, the header of the pacemaker was visually inspected. The inspection revealed residues of blood inside the ventricular header bore as well as on lead fragment. This indicates a blood inclusion inside the header bore during implantation. These residues of blood can cause a higher adherence and friction of the lead connector within the devices header. In addition, the corresponding ventricular set screw as well as the sealing plug were found damaged. Beside this, the analysis showed no anomalies. Especially the dimensions of the header bores were confirmed to be within specifications. Finally, a test lead was introduced could be contacted properly. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
The device was programmed found the lead impedance was more than 2500 ohms. The lead was explanted and replaced.